Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. Customer went to the emergency room and was subsequently hospitalized with an elevated blood glucose (bg) level and high ketones. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Bg was treated with intravenous fluids of insulin and saline. At the time of the report to tandem technical support the reported issue was resolved and there was no permanent damaged sustained, however, the customer was still admitted to the hospital. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received. The customer reverted to an alternate method of insulin therapy.